Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-05234. During lead revision for right ventricular lead dislocation, dislodgment was also noted on the left ventricular lead. Both leads were explanted and replaced to resolve the issue. The patient was in stable condition.